Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from october 09, 2014 to october 14, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle measuring approximately 0.80 mm in size was observed floating in the fluid within the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.